Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a procedure. During procedure, after implantation echocardiogram showed the leaflet was torn. There was no intervention was performed at the time, and the doctor preferred to wait to intervene if the patient became hemodynamically unstable. The valve remain implanted. The patient remained hemodynamically stable throughout the procedure and there was no delay in the procedure. The patient was reported discharged.

Manufacturer narrative:
An event of valve leaflet was torn was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that after implantation echocardiogram showed the leaflet was torn. Images received appeared to be low quality, implant depth is difficult to assess. However, the echo images show one valve leaflet moving in an atypical fashion that is consistent with a torn leaflet but this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a procedure. During procedure, after implantation echocardiogram showed the leaflet was torn. There was no intervention was performed at the time, and the doctor preferred to wait to intervene if the patient became hemodynamically unstable. The valve remain implanted. The patient remained hemodynamically stable throughout the procedure and there was no delay in the procedure. The patient was reported discharged.